Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported no image on monitor. No pt injury was reported.